Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics component was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to nonconforming fluidics component. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The fluidics module was received and a visual assessment of the returned sample revealed no obvious nonconformity. The returned fluidics module was installed in a calibrated system and tested. No system message appeared and the reported nonconformity was not replicated. The system passed testing. The reported nonconformity was not replicated. Therefore, the root cause remains inconclusive. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported the ophthalmic surgical system had poor aspiration that occurred with two different practioners. Additional information has been requested and received indicating the was poor vacuum during a vitrectomy procedure. The case was completed using the same system. There was no impact to the patient reported.